Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was unknown. Customer stated the act button was hard to push and the light wont come on. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with manual injection. Based on customer report customer does not allege pump was under delivering. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.